Event description:
Patient was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medication for non-malignant pain. In 1999, patient underwent explantation of the pump due to end-of-battery life. The device was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump in 1999 and resumed intrathecal pain medication.